Event description:
Erroneously high troponin (accu tni) result from a single pt result was 7.52 ng/ml (above the ami cut-off). The result was not reported out of the lab. The elevated accu tni result was retested and 0.15 ng/ml was reported. The customer indicated that there has been no serious injury attributed to or connected with this event.